Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product examination found that the unit would not function at all. Inside the battery pack, one of the batteries had leaked and corroded the adjacent battery contacts. This complaint is confirmed. The root cause cannot be specifically determined with the provided information. This complaint is not considered a coob as the event occurred during surgery.

Manufacturer narrative:
UDI #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during surgery, this complaint product didn't work at all when it was opened. Therefore, the surgeon opened and used an alternative one to complete the surgery. Pictures of the product showed some kind of battery leakage. There was no harm/adverse event to the patient or operator.